Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; off vag dis; diff bowel; incont not pres; rec incont; aggrav incont; psych; surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: hysterectomy . Nonsurgical treatments: the patient was treated with pain medication: inflammation medication, paracetamol. Ibuprofen be for the treatment of: stomach pain, thigh pain severe c headaches . The patient was treated with psychological medication: aropax for the treatment of: depression and anxiety . The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2017 the patient commenced injections (not associated with surgical treatment): zoladex for the treatment of: pain. Treatment duration: 6 months. On (B)(6) 2017 the patient commenced other (please specify) for the treatment of: pain. Treatment duration: 1 month.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.